Event description:
Implant lacked primary stability in dental site 24, proximly to the sinus, so the event is not perforated sinus but unable to place. Patient wil have to return in order to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that a sinus perforation took place during the placement procedure of the implant. Patient would return in 3 months to complete the procedure.